Event description:
Reportedly, a device was explanted after an implant duration of 5 years, due to calcification. The device is available for evaluation. Information was learned from sales rep, via telephone. Sales rep is to follow-up with additional information. A request was made to the sales rep, to provide us with a copy of the operative report if available. On (B)(6) 2010, through followup with the sales rep, it was learned that the size of the device explanted was a 21mm. The implant duration was not 5 years, it was approximately 47 months. The serial number and the size of the explanted device were also provided. Unfortunately, the device is being returned dry.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits cut out in the tissue of all three leaflets. Approximately 5-6mm of tissue remains intact along the attachment. Extrinsic calcification is detected in the remaining tissue at the free margins of all three leaflets. Moderate host tissue is detected onto the tissue inflow. It encroached onto the tissue and into the orifice at the greatest distance of 5mm. Moderate to heavy host tissue overgrowth encroached onto the tissue outflow by 5mm. The x-ray demonstrates calcification. X-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through (B)(4) sales rep. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
(B)(4) clinical study. Same case as: 2134265-2010-03201, 2134265-2010-03202. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction (mi). The unspecified target lesion being treated was located in the proximal right coronary artery (rca). The 99% stenosed target lesion was 3.5mm in diameter and 18mm long. A 3.5x38mm taxus liberte stent was unable to be implanted. The physician treated the lesion with predilation and two overlapping 3.5x20mm taxus liberte stents. The patient had a "complicated stent placement" with embolization. Residual stenosis was 0%. 1 day post index procedure, the patient experienced prolonged chest pain with elevated troponins consistent with mi. The patient remained hospitalized for another night. No action was taken and the event outcome was considered resolved without residual effects. The patient was discharged 1 day later on aspirin and prasugrel.